Event description:
Wire tip broke off inside pt during placement of percutaneous nephrostomy tube. The wire tip could not be retrieved and was left in place. Per physician dictation in medical records. Pt tolerated the procedure.

Manufacturer narrative:
No product was returned to assist in this investigation. The device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Based upon the info provided by the customer, it is feasible to suggest the device met with resistance beyond its intended capabilities. This type of damage may also have occurred if the wire guide comes into contact with the bevel of the needle during the initial placement, and/or an attempt is made to withdraw the mandril wire through the needle. We do advise per our label affixed to the wire guide holder. "Withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage." However, the appropriate individuals have been notified and we will continue to monitor for similar complaints.